Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device: below the right fallopian tube in the mesosalpinx') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no: 15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tenderness and ectopic pregnancy. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headache") and depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and groin pain ("right side of the groin pain"). The patient was treated with received treatment for migration. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, depression and groin pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, female sexual dysfunction, genital haemorrhage, groin pain, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2013 (summons) and on (B)(6) 2013 (pfs). Patient received treatment for migration. Discrepancy noted in information of essure insertion. Right: 3 coils. Left 3 coils. History of left salpingectomy. Discrepancy in results of essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2014: left occlusion only. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines/headache, migration of essure device location of device: below the right fallopian tube in the mesosalpinx, psychological or psychiatric problems condition: depression and mental anguish, right side of groin pain" were added. Concomitant drug , medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device: below the right fallopian tube in the mesosalpinx') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 15530-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tenderness and ectopic pregnancy. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), anxiety ("psych injury, psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headache") and depression ("psych injury, psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and groin pain ("right side of the groin pain"). The patient was treated with received treatment for migration. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, depression and groin pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, female sexual dysfunction, genital haemorrhage, groin pain, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2013 (pfs). Patient received treatment for migration. Discrepancy noted in information of essure insertion. Right: 3 coils. Left 3 coils. History of left salpingectomy. Discrepancy in results of essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: left occlusion only. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is inv). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with received treatment for migration. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2013 (pfs) patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events added from pfs- abdominal pain, gen. Abnorm. Bleed, psych injury, migration, device deployment issue. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.